Manufacturer narrative:
Device is combination product device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03620 & 2134265-2014-03624. (B)(4) trial. It was reported that a death occurred. In (B)(6) 2009, the patient presented with unstable angina and they were referred for cardiac catheterization. The patient had a 70% stenosed lesion with a length of 5 mm and reference vessel diameter of 3.5 mm located in the distal left circumflex artery (lcx) that was treated with pre-dilatation and placement of a 3.50 x 12 mm study stent with 0% residual stenosis. The patient also had a 70% stenosed lesion with a length of 11 mm and reference vessel diameter of 3.5 mm located in the distal left circumflex artery (lcx) that was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent with 0% residual stenosis. In addition, the patient had a non-target lesion in the 1st om which was treated with the placement of a 2.25 x 12 mm taxus express2 atom paclitaxel-eluting coronary stent system during the index procedure. The subject was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient had a 70% stenosed lesion in the proximal lcx that was treated with pre-dilatation and placement of 3.5 x 18 mm promus stent extending in to the lmca with 0% residual stenosis. In january 2013, the patient died at home from myocardial infarction (mi).